Event description:
Diabetic pt. Who presents as a type 1 diabetic (diagnosed at the age of 25 and started on insulin immediately and has been on insulin for 30 years), reported to valeritas customer care that she was hospitalized for dka while using vgo 20 with bg values in the 900 range. Valeritas adverse event assessor spoke with patient for further investigation of this report. Pt. Reports she started vgo on (B)(6) 2015. Patient was taken to the hospital on (B)(6) 2015 as she had "high" bg values and was disoriented. Pt. Reports that from (B)(6) to (B)(6) prior to the hospitalization, but on vgo 20, she had "high blood sugars". Pt. Denies changes in her lifestyle or activities which could have contributed to the hyperglycemia. Pt. Reports that she continued to wear and apply vgo 20 in the hospital and was changed to vgo 40 for one day, then discontinued from vgo on (B)(4) 2015 and was discharged from the hospital on insulin injections on (B)(6) 2015. Pt. Reports she was diagnosed with dka when admitted to ICU at the hospital, but was very vague as to her treatment for the dka while hospitalized. Pt. Does not have any of the vgo's she wore prior to the hospitalization. Pt. Was unable to provide information about her bg during hospitalization. Pt. Did report that she bolused 2 clicks (4 units of insulin with each meal) and when she changed her vgo every 24 hours, the gray indicator did move; it appeared as though the insulin was dispensed from the vgo. Pt. Stated to the ae assessor that she believes the vgo needle was engaged and delivering insulin and the gray indicator did move. The likely cause of the hyperglycemia is that the pt. Required more insulin than one vgo 20 could provide. Pt. Recovered from the hyperglycemia without sequelae and is in contact with hcp for bg mgmt.

Manufacturer narrative:
This MDR is being submitted following our procedure. Patient experienced high blood glucose levels and positive for ketones (dka). Patient was on v-go therapy at the time of hospitalization. Devices worn during and at the time of hospitalization are not available for investigation.